Event description:
An operating room coordinator reported that during a vitrectomy procedure, the right eye collapsed and developed a traumatic cataract. Additional information was received from the surgeon. He indicated that while he was performing a pars plana vitrectomy procedure, the eye collapsed. As instruments were in the eye at the time, they touched the natural lens, causing a cataract to develop. The procedure was completed after replacing the cassette pak. The patient is expected to undergo a cataract procedure on (B)(6) 2015. No further information is expected for this case.

Manufacturer narrative:
A product sample has been received and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
For this complaint file, the final customer lots were identified. A device history record review for each of the probe lots was conducted. No anomalies were found during all the device history record reviews. The product was released based on manufacturer's¿s acceptance criteria. A complaint history examination indicated one additional complaint was associated with the probe lots. The probe complaint sample was visually examined using 25x magnification and was deemed nonconforming. The probe has a significantly bent needle of over 45 degrees just above the stiffener sleeve. Functional testing could not be performed due to the extreme bent condition of the needle. The complaint evaluation did confirm that the probe would not be able to functionally cut due to the extreme damage of the needle. It was not known if this extreme bent condition was present at the time the user indicated the probe did not work. Based on the complaint information, the cassette may have been a contributing factor as the probe was able to function after the cassette was exchanged. (B)(4).